Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, air was aspirated when removing the air. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. No device was inserted in the introducer because the issue was confirmed before the device was inserting. Air movement into the body was not identified. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.